Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed a falsely elevated magnesium result for one patient on the architect c8000 analyzer. The following data was provided: initial 7.85, repeat 1.21 mg/dl. The initial results were not reported out of the lab and there was no impact to patient management. The customer states this has happened before but is unsure when it occurred last and did not provide any further details.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument troubleshooting. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through normal troubleshooting procedures and by replacing the parts reagent probe list number 01g47-03 and cuvette drying tip list number 09d51-02. Based on the available information, no product deficiency was identified.